Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2218-70, serial: (B)(6), batch: 7267338.

Event description:
It was reported that during a spinal cord stimulator trial procedure patient experienced leg pain and numbness which was device related. The patients spinal cord stimulator trial lead was removed and patient was doing well post operatively. The explanted device will not be return as it was retained at the facility.